Event description:
It was reported by patient's legal council that patient underwent a total hip arthroplasty on (B)(6) 2006. Revision procedure was performed on (B)(6) 2012 allegedly due to alval. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Further information received (B)(4), 2014: after primary surgery, the pain was gone, but patient experienced a sharp jabbing sensation and developed increasing pain over time. Patient underwent revision on (B)(6) 2012 at the (B)(6) due to pain. During the revision a small crack in greater trochanter was noticed and during the reaming process, a free fracture of the greater trochanter occurred. According to the surgeon, the appearance at surgery suggested armd/alval. Samples taken during revision were sent for histopathological analysis; armd is reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same patient (reference 3002806535-2014-00187 and 3002806535-2016-00337 / 00338). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Product location unknown.

Event description:
Patient's legal counsel reported the patient underwent a revision procedure approximately five years post-implantation due to allegations of pain and aseptic lymphocytic vasculitis-associated lesions (alval). This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. During the revision procedure the surgeon noted a small fracture in the greater trochanter and adverse reaction to metal debris (armd).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.this is 2 of 2 medwatch reports for the same event. Also see: 3002806535-2013-00057.